Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged headaches, nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, observed unknown dust or dirt contamination present on all surfaces of the base unit. Found unknown dust contaminants present at the air inlet where the filter would be and at the iso port entrance. During the interior investigation, observed unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation or breakdown was not observed in the base unit.  Secondary findings: observed unknown dust or dirt contamination, and fibers found on the blower casing, impeller, and blower box were inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airway suggests a source external to the device. The device's downloaded event log was reviewed by the manufacturer, who found no errors. The manufacturer concludes that he is unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. Confirmed the presence of contamination in the airway. .